Event description:
Per report received from foreign MFR: the main complaint came when the distal segment of the tip of the wire got trapped in a side branch and became unattached remaining in the coronary artery. The enclosed film corresponds to the last case and it can clearly see the tip of the wire lodged in a side branch of the cx artery and less clearly about 2-3 cm of wire.